Event description:
Noted on routine: remote interrogation patient had been having erratic rv lead impedances since about 4 months earlier. Had not met criteria for device alert yet. 7 days later, patient brought into office to rule out rv lead issue. No rv lead noise or high impedances could be reproduced. Rv pace polarity changed to unipolar per tech services recommendation. Suspicious for spring contact issue. Patient has bsc generator with mdt 5076 leads. Was told issue is because of bsc generator with competitive leads. No further issues since changing rv pace configuration to unipolar. Manufacturer response for pacemaker, boston scientific l331 accolade MRI el (per site reporter). Issue is related to using a bsc generator with competitor leads. Switch rv pace polarity to unipolar and continue to monitor for further lead issues.